Manufacturer narrative:
(B)(4): the customer reported that the device did not start. There was no reported pt involvement. No serial number was provided. Limited customer info was provided. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not start. There was no reported pt involvement.